Event description:
The customer reported that the cranial caudal function was not working. The sys would be effectively unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the rotation motor cable. The sys operates as intended.